Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit was cleaned to resolve the issue. No patient information to date after calls to customer on (B)(6) 2022 and on (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).